Manufacturer narrative:
As of the date of this report, the permanent cautery hook (pch) instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the permanent cautery hook (pch) was not generating energy as expected. When the instrument was being removed, the hook part of the instrument fell into the patient's abdomen. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the permanent cautery hook (pch) was not generating energy as expected. This is usually fixed by replacing the device cord, but before the staff was able to remove the instrument from the area of operation, the hook part of the instrument fell into the patient's abdomen. The fragment was located immediately and removed from the patient. No injury occurred, and the instrument was replaced. The procedure was completed with no reported injury.